Event description:
Pt's parent found pt having a difficult time breathing and unresponsive. Parent administered glucose gel and performed a blood glucose test on the suspect device. The blood glucose result was 144mg/dl. The pt was taken to the hospital and admitted. Pt's blood glucose on the hospital's device was 59mg/dl. Pt had been treated for allergies over the past three weeks. Pt's diagnosis in the hospital was whooping cough.